Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer states that they rec'd a pt back from the dialysis unit with a cracked venous (blue) adapter on their palindrome ruby catheter. This required the exchange of the dialysis catheter.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.